Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2009, the patient reported seeing a large air bubble in the insulin cartridge. The patient stated that he did not see any air bubbles in the insulin cartridge when he filled it and put it in the infusion device. He was unsure how long the air bubble had been in the infusion device or when the bubble had formed. The patient was instructed to prime the air bubble out through the end of the infusion tubing. The patient verified that there was no longer an air bubble in the cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was not requested to be returned for evaluation.